Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet body began to break apart and did not appear to deliver insulin for several hours overnight, after which the user experienced hyperglycemia with a fingerstick reading of 414 mg/dl; no device alerts or alarms were noted. Symptoms included feeling unwell without specific clinical manifestations. Outcomes included the need for backup therapy with subcutaneous insulin injections and user troubleshooting and education completed by support. Investigation included technical review and complaint handling based on user report. Investigation of this case revealed a cause of hyperglycemia that remained unclear. It was concluded that the event involved hyperglycemia with uncertain device contribution and no medical intervention or hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.